Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Our device analysis confirmed the incident as reported; however, was unable to ascertain the root cause of the lens becoming stuck in the cartridge. The rayner IFU includes the following statement "if the iol causes a blockage in the injector system, discard the injector". The damage observed to the iol and injector indicates that excessive force has been exerted on the device components by the user and that the IFU has been deviated from. Our review of production records for the r-inj-04 injector batch b254 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector was conducted in order to determine if any trends existed. This review concluded that one other report, from the same user, has been received against the r-inj-04 injector batch b254.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred with a single use soft-tipped disposable injector (model r-inj-04). The event account provided states "lens got stuck up in the cartridge and the silicon tip got damaged".